Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and ectopic pregnancy with contraceptive device ('pregnancy ectopic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain and bleeding menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter information updated. Case is incident. Previously reported event injury is replaced with new events: pregnancy ectopic, device ineffective, chronic pelvic pain, abdominal pain, bleeding menorrhagia (heavy menstrual bleeding). No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.